Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure there was difficulty placing the right atrial (ra) lead into the atrial port in the header of the device. An x-ray of the device had been requested for further analysis; however, the facility has decided not to take any further action. The device and lead remain in service. No adverse patient effects were reported.